Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and required maintenance. A field service engineer inspected the drawer and found that no power was being received by the module controller. All leds were not lighting up and drawer was not functional. The field service engineer replaced the module controller on the back of the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.